Manufacturer narrative:
Ts reviewed the strips the sr sent in for review. Ts noted the strips showed possible non capture in the atrium. The strips show atrial sensed events outside refractory, however is not tracking. Long pauses in the ventricle were also noted due to sensing issues. Ts recommended extending the post ventricular atrial refractory period (pvarp) at the next follow up and to make sure all retrograde p-waves end up in refractory to prevent pacemaker mediated tachycardia. The sr adjusted the pacing outputs and noted the patient is doing fine. The sr will check the patient again at their next follow up. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. Additional information was received that this device was explanted in (B)(6) 2015. The reason for explant was upgrade to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional allegations or complaints have been received. The product is currently in analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on (B)(4) 2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this patient came in for their 6 week check up early because they weren't feeling well. The sr noted the patient's atrial threshold was at .9v and the device was programmed to 4v. The sr faxed in rhythm strips for ts review. To this date, the pacemaker and leads remain in service.